Event description:
It was reported that the event involved a male patient. Indication for intra-aortic balloon (iab) use: support during cath lab procedure. While in the cath lab the iab was prepped and inserted via the white p/u sheath with sidearm into the patient's femoral artery. Following the insertion the pump alarmed he (helium) leak and the iab membrane did not unfurl completely. As a result, the md requested that the pump be exchanged and the second pump also alarmed he leak and the membrane did not fully inflate. At this time the patient was sent to the intensive care unit (ICU) to have the iab removed and for the patient to be monitored at the removal site; another iab was not inserted. The patient was on anticoagulants. There was no reported patient injury, or patient complications. Medical / surgical intervention was not required. There was no reported therapy delay or interruption. The cath lab procedure was completed normally without iab support.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.